Event description:
It was reported that while checking a patient, the programmer displayed an error message. The service disk was tried three times, with no resolution. The programmer was switched for another programmer. It was also noted that the programmer had received a software update approximately two weeks prior. There were no patient complications as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device had a system error.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the device booted up to a system error message. Reloading the software cleared the message.